Event description:
The customer was traveling on a local secondary road. As a car approached customer, the customer rode the unit into a ditch to avoid the oncoming traffic. Customer fell of off the unit fracturing customer's femur.